Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump suspended on low. It was stated that the sensor was reading 54, but blood glucose value was 87 mg/dl at the time of the suspend. Blood glucose at the time of the call was 79 mg/dl. Troubleshooting was performed. Suspend lasted longer than 2 hours. Customer was assisted with clearing the suspended on low and getting back in to auto mode. The product will not be returned for analysis.